Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621676) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmatory test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cervix carcinoma stage 0 and adnexal mass. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need additional surgery. She tolerated the procedure well. Diagnostic results: on (B)(6) 2010 patient had surgical pathology report resulted in cervix, uterus, right fallopian tube and ovary, total hysterectomy, right salpingo-oophorectomy: -mild, moderate, and severe dysplasia with squamous cell carcinoma in situ. -nabothian cysts. -consistent with endometrium from dysfunctional uterine bleeding. -superficial adenomyosis. -benign parasalpingeal cyst of the right fallopian tube. -multiple cystic follicles of the right ovary. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received, reporter added, lot number added, lab data added, event added :-abnormal bleeding (vaginal, menorrhagia), she did not undergo for confirmatory test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621676) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmatory test". The patient's past medical history included loop electrosurgical excision procedure in 2002, cervix carcinoma stage 0 and adnexal mass. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need additional surgery. She tolerated the procedure well diagnostic results: on (B)(6) 2010 patient had surgical pathology report resulted in cervix, uterus, right fallopian tube and ovary, total hysterectomy, right salpingo-oophorectomy: -mild, moderate, and severe dysplasia with squamous cell carcinoma in situ. -nabothian cysts. -consistent with endometrium from dysfunctional uterine bleeding. -superficial adenomyosis. -benign parasalpingeal cyst of the right fallopian tube. -multiple cystic follicles of the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.